Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer ended up in the hospital due to high blood glucose over 600 mg/dl. The customer's spouse reported that the tubing was kinked and they did not receive an alarm. No further details were given. The insulin pump will not be returned for analysis.